Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial nest in right eye post treatment on (B)(6) 2015. Original treatment date is (B)(6) 2015. Account reported that patient had no loss of best corrected visual acuity (bcva) however, a review of pre and post op bcva shows patient had decrease visual acuity in both eyes. Bcva from (B)(6) 2015: right eye pre-op 20/15 -5.00 x -2.25 x 160, left eye pre-op 20/15 -6.00 x -2.25 x 15. Bcva from (B)(6) 2015: right eye post-op 20/25 2.25 x -2.75 x 60, left eye post-op 20/20 .75 x -.25 x 90. The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities.